Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy. In turn, reprogramming attempts were made but to no prevail. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2019-03538.

Manufacturer narrative:
Device code was inadvertently entered incorrectly in initial report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-03538. Follow up revealed that the patient's scs system was explanted and replaced to address the patient's ineffective stimulation. Therapy was restored post-op.